Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload, one handle, and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 12 autoclave cycles for the handle and adapter. There was a failure code indicating that the battery's capacity was below the minimum threshold required for firing. The reload was partially fired. No functional abnormalities noted for the handle and adapter. The reload was applied to test media and all remaining staples were placed properly and proper transection occurred. The returned products were found to meet quality release specifications after application in a clinical setting. However, the reported condition was confirmed. The extreme battery depletion can occur when an external load is applied to the battery for an extended period of time. This may occur if a battery is left in a handle instead of being stored on the charger. If the battery is depleted enough, the handle will become inoperable and solid blue lights may display. A secondary condition not related to the reported condition was noted. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The file will be closed as a misuse by the user. Should new information become available, the file will be re-opened and amended as needed. (B)(4).

Event description:
According to the reporter: during a laparoscopic sleeve gastrectomy procedure, the blue light turned on when trying to press the fire button. The solid green lights were checked for every step. Switched to a new handle and adapter to correct the problem. The last known status of the patient is stable. No reinforcement material was used in conjunction with the stapling device.